Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report, concomitant medical products, MFR site. Report source, PMA/510k, if follow-up, what type and device evaluated by MFR were updated. Product received at ldr medical on january, 22th 2018 : visual & functional examination shows no particular issue. Marks on peek jaws are evidence of rotational movements probably done when removing the prosthesis from disc space. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the likely cause for the event is a lack of distraction when inserting. It points out that the surgeon did not follow the instruction as mentioned in the surgical technique. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The cause for the device issue is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause cannot be determined if additional informations were received that may impact this investigation conclusion another report will be sent .

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Not returned to manufacturer.

Event description:
Mobi-c p&f us : difficulties to insert implant. Surgeon was able to advance implant about 1/2 way before it became apparent it would not advance safely from there. The mobi-c implant was then explanted and a roi-c fusion was performed. No medical complication.